Event description:
It was reported to philips that the allura system was unable to acquire images. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected customer was performing emergency treatment which was delayed due to this event and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the image acquisition issue. Review of system log file confirmed the reported problem. Upon functional testing fse reviewed logs and saw several tube arcing warnings and errors along with additional generator errors. Fse found a piece of cleaning paper towel inside the anode side of the tube connection. To resolve the issue fse cleaned and re-greased all connectors, performed generator calibrations, checked air kerma. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.